Event description:
The patient reported that the implant location "swelled up huge" and opened up, resulting in "2 pints of blood". The patient was then hospitalized, and is currently "not bleeding anymore". The device is still in use. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that the implant location "swelled up huge" and opened up, resulting in "2 pints of blood". The patient was then hospitalized, and is currently "not bleeding anymore". Additional information received indicated that there was pocket erosion and infection reported. The device has been removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.